Event description:
Information indicates the bed has no power and has an error code 10-51.

Manufacturer narrative:
The technician replaced the fuse but it blew again. The technician replaced the power control module to repair the bed.